Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts) however customer declined further troubleshooting. No additional information was provided. Customer¿s blood glucose level was 480 mg/dl